Event description:
It was reported that, following an accident the patient lost therapy. It was found the leads has high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.